Manufacturer narrative:
The issue was consistent with the observations made by the field service engineer. Evaluation result code and evaluation conclusion code were updated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received questionable results for an unspecified number of patient samples tested with the elecsys tsh assay on a cobas 6000 e 601 module. Tsh results from these samples were reported outside of the laboratory and questioned by the customer as the values were not in line with the clinical picture of each patient. The customer provided data for a total of 22 patient samples that were affected and tested between (B)(6) 2019 and (B)(6) 2019. Of these, 8 had erroneous tsh results that were reported outside of the laboratory. These 8 samples were initially tested on (B)(6) 2019 and repeated on (B)(6) 2019. No units of measure were provided for the tsh assay. The first sample initially resulted with a tsh value of < 0.01, which repeated as 2.38. The second sample initially resulted with a tsh value of 0.012, which repeated as 1.37. The third sample initially resulted with a tsh value of 0.014, which repeated as 2.9. The fourth sample initially resulted with a tsh value of 0.016, which repeated as 2.19. The fifth sample initially resulted with a tsh value of 0.017, which repeated as 2.65. The sixth sample initially resulted with a tsh value of 0.019, which repeated as 3.99. The seventh sample initially resulted with a tsh value of 0.02, which repeated as 2.33. The eighth sample initially resulted with a tsh value of 0.023, which repeated as 3.39. No adverse events were alleged to have occurred with the patients. The tsh reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that the mixer was not being washed or dried properly. After leaving the wash station, it would have droplets of water on it and these would then be delivered to the reagent pack. The same issue occurred with the reagent probe. The main water pressure was too low, so it was adjusted. The gear pump pressure was also too low and needed to be adjusted. The height and pressure of the probe wash was adjusted. After adjusting the overall water pressure, the issue with the mixer washing was resolved. The mixer was also found to be bent slightly. Performance testing was run and this passed. Calibrations and controls were ok.